Event description:
As a result of the purge leak, the pump was explanted the same evening the leak was found. No harm to the patient was reported.

Manufacturer narrative:
The investigation for the high purge pressure and purge leak has been completed. Pump was returned for evaluation. Upon visual inspection of the purge sidearm within the retainer, no abnormalities were observed. Additionally, no kinks in catheter or biomaterial covering purge gap upon visual inspection. Pump was connected to console and purged with colored fluid. Leak in purge sidearm was present almost immediately. Sidearm retainer was removed and purge filter was found to be leaking and a crack in the filter was observed. Sidearm bypass was performed and high purge pressure was reproduced. No ingress was found in the purge line leading up to the motor. The catheter was cut just below the motor and high purge pressure resolved. A teardown of the motor was performed, and when pulling the impeller blade, biomaterial was found inside the purge gap. The motor was cut at the purge gap and was able to purge successfully. Data logs were reviewed and left logs showed a build-up of purge pressure over a period of 2 hours before high purge pressure alarms were triggered. Bag change was performed after ¿high purge pressure¿ alarms were triggered to add heparin to purge. High purge pressure resolved itself suddenly and purge flow increased, triggering ¿purge pressure low¿ alarms that persisted throughout case. Clinical detailed noted that purge flow was 2.5 and purge pressure was 925 and tpa protocol was started. The root cause of the purge leak was due to damaged sidearm filter. The root cause of the high purge pressure was due to biomaterial buildup inside the purge gap. Added-b5 addl info to narrative, d9 device return date, h6 impact code 4644. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella 5.5 was placed to escalate care from the intra-aortic balloon pump (iabp) for a patient admitted with a abdominal aortic aneurysm and angina/shortness of breath. The impella 5.5 support was placed but when the purge pressure rose, the team used tissue plasminogen activator in the purge. The purge sidearm then began to leak.